Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-arm had fitting problems and stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-arm had fitting problems and stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Blood was observed on the handle, shaft, and the c-ring. The c-ring was observed to be transected. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. The transected halves was not reported to have dislodged into the patient or detach from the cannula. The plastic c-ring on the cannula was observed to have been cut and melted in half longitudinally between the flanking curved areas. A mechanical evaluation was conducted. The c-ring was able to advance and retract without difficulties. A reference endoscope was inserted and retracted without any observed difficulty. The device was evaluated five times for the scope's ability to fit inside the cannula bell. Based on the returned condition of the device and the results of the investigation the reported complaint "mechanical issues; cannula; c-ring will not retract" was not confirmed, but was confirmed for the analyzed failure mode "break; c-ring cut".